Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Method code(s): evaluation method: lens work order search, lens evaluation. Results code(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens optic torn and two optic pieces are torn off and missing. The lens was returned in liquid. There was evidence of clear surgical residue on product. Conclusions code(s): (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a +17.00 diopter collamer three piece lens. The lens optic tore on insertion into the patient's left. The incision was not enlarged and no suture required. The lens was removed and replaced with another same model and same size lens. There was no patient injury. Cause of this incident is unknown.